Event description:
Meter name: one touch ii. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy, weak, shaky. A pt reported they were unable to test on the meter and passed out at the doctor's office. Their meter allegedly would only prompt the clean test area message. Customer was unable to get any readings on the meter. There was no comparison. Treatment was: went to the doctor for low blood pressure and passed out. No further info has been reported.